Event description:
It was reported that the patients implantable pulse generator (ipg) incision hurts and they thought it was infected.

Event description:
It was reported that the patients implantable pulse generator (ipg) incision hurts and they thought it was infected. Additional information has been received that the patients implantable pulse generator pocket site has infected. Symptoms of incision red, not healing. The patient was prescribed antibiotics. The patient was doing well postoperatively. The explanted device was not returned.